Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: device disassociation. Event description: it was reported that during surgery on (B)(6) 2019, the pin of a curved distal revitan stem ref 01.00406.220 (size 20/200; lot 2977242) became loose. When the distal stem was impacted, it seemed that the pin sunk into the distal stem body. As a result, the proximal implant couldn't be mounted and the distal stem had to be removed. During removal of the stem the pin became completely loose (separated from the distal stem body). Additional steps, e. G. Bore hole in the distal stem body, were needed to retrieve the distal stem. Eventually, the distal stem was replaced by a new distal stem of a larger size. Review of received data: in total 9 x-rays have been received, showing the results after completion of the surgery ( x-rays ). As the x-rays do not concern the actual event, no hcp evaluation of the received x-rays was performed. A surgical report has been received. It confirms the reported event as documented in the per. Find a summary of the surgical report below. For the complete surgical report refer to the surgical report . Summary of surgical report of revision performed on (B)(6) 2019: the in situ cerclage wire is ossified and was therefore left in situ. Reaming of the femur until diameter 17 mm. Consequently, stepwise rasping with revitan rasps, until rasp together with a proximal component of 65 mm adds up to a height of 148 mm (planned 146 mm). Impaction of a revitan stem 20 x 200 mm curved. The stem stops 1 cm higher. Mounting of a 55 mm trial head and again repositioning. While mounting the 55 mm proximal component, the cone cannot be fixed. A zimmer biomet sales rep is called into the or for consulting. Mounting of a 65 mm proximal component, which cannot be fixed either, therefore, the cone of the distal stem must malfunction. Decision is made to remove the distal stem. A revitan stem 22 x 200 mm is implanted with a 55 mm proximal stem. On the (B)(6) the following additional information was received during a phone call with the sales rep. (B)(6) who was called in the operating room after the proximal part cold not be mounted on the distal stem. Additional information from the sales rep.: high forces were needed to insert the distal stem and proud seating of the distal stem by +/- 1 cm reported. Stiff bone conditions were present according to the sales rep. And cerclage wire was left in situ. The instrument used was the straight inserter 01.00409.811 which is directly attached to the tip of the pin. In this case all insertion forces are applied to the pin. Two proximal parts (55 mm and 65 mm) could not be mounted correctly as both parts got into direct contact with the rim of the distal stem body. Therefore, it can be assumed that the pin of the distal stem sunk into the distal stem body due to the impact forces previously applied during distal stem impaction. As both proximal parts could not be fixed, decision to remove the distal stem was made. During removal of the distal stem (high forces were needed again), the pin became completely loose and separated from the distal stem. Additional steps, e.g. Bore hole in the distal stem, were needed to retrieve the distal stem. Larger distal stem of size 22/200 was chosen. This time the stem was inserted/ impacted with the proximal trial stem (instead of the straight inserter) to exclude that the issue is happening again. The proximal trial sits on the rim of the distal stem body, this way forces are not transmitted through the pin. Device analysis: the stem body of the curved distal revitan stem ref 01.00406.220 (size 20/200; lot 2977242) has been returned. The pin got lost during the cleaning/sterilization procedure at the hospital and is not available. Neither proximal part was returned. The proximal part size 55 was used for completion of the surgery. The proximal part size 65 is not available. Visual examination: the distal revitan stem exhibits clear damages such as scratches, dents and instrument marks on the anchoring surface. As reported, an additional bore hole can be found which was created to retrieve the distal stem from the bone. The bore hole of the distal stem body has no obvious signs of anomalies. Based on this visual examination the reported event, consisting of loosened pin, can be confirmed. Measurements: to ensure the curved distal stem has correct dimensions, relevant characteristics according to inspection plan sap document no. 7248 rev. 11 were measured with the 3d measuring machine eqid cmm 151347-3dmm3e. Characteristic no. 53 feature diameter hole (12) specification: max. 12.011 mm; min. 12.00 mm the hole diameter was measured at 3 different levels (at 6 mm, 9 mm and 12 mm into the bore hole): measured value at z-6: 12.0282 mm -> deviation of 0.0172 mm measured value at z-9: 12.0270 mm -> deviation of 0.0160 mm measured value at z-12: 12.0279 mm -> deviation of 0.0169 mm conclusion: the characteristic of the diameter hole (12 h6) on the returned part is slightly out of specification (max. 0.0172 mm), however, this does not indicate that the part was produced out of specification. The returned distal stem has been treated with relevant impaction forces and the pin has been hammered into and later pulled out of this bore hole. Therefore, a slight change of the bore hole's diameter is reasonable. Additionally, the roundness of the bore hole was measured at 3 different levels and was found to be within specification. The pin of the distal stem could not be measured as it has not been returned. In addition, a stock investigation was performed on 3 additional distal revitan stems (distal + pin) from the same lot 2977242, which were returned from the warehouse. (No additional parts were in the warehouse than the three parts inspected.) The offset of the pin against the distal part was measured: all 3 parts were compliant the upper diameter and roundness of the pin was measured: all 3 parts were compliant - we tried to pull the pin out of the distal stem body. 2 out of 3 pins could not be pulled out. 1 pin could be pulled out with a force of 20.910 kn. For the distal stem, where the pin could be removed, the inner taper of the distal part was measured. The roundness does not show any signs of out of spec. Additionally, the taper of the pin was measured and found to be compliant. Review of product documentation: this device is intended for treatment. Inspection plan sap document no. 7248 rev. 11: characteristic no. 53 feature diameter hole (12 h6) with scope of testing: 100%. Means of inspection: cylindrical plug gauge (grenzlehrdorn). Surgical technique: on page 29/ figure 44 the use of instrument 01.00409.811 in combination with the insertion of the distal stem is described: alternatively, during a planned in-situ assembly, the distal original component cannot be implanted with the proximal trial component, but rather, by using a component impactor (ref 01.00409.811) . In this way, one can avoid with certainty that a proximal blocking prevents a secure distal anchoring. This description suits the reported event. It can therefore be concluded that no misuse of this reported step is present. However, no information is available about the steps performed prior to the stem insertion (e.g. Preparation of the medullary cavity). Compatibility check: the reported impactor instrument ref: 01.00409.811 is compatible with the reported distal revitan stem. Conclusion: it was reported that during surgery on (B)(6) 2019, the pin of a curved distal revitan stem ref 0100406220 (size 20/200; lot 2977242) became loose. When the distal stem was impacted, it seemed that the pin sunk into the distal stem body. As a result, the proximal stem couldn't be mounted and the distal stem had to be removed. During removal attempt of the distal stem the pin became completely loose. Additional steps, e. G. Bore hole in the distal stem body, were needed to retrieve the distal stem. Eventually, the distal stem was replaced by a new distal stem of a larger size. Based on the returned product and the given information the complaint could be confirmed. According to the sales rep. The bone condition was rather stiff. As also described in the surgical report, two proximal parts (55 mm and 65 mm) could not be mounted correctly as both parts got into direct contact with the rim of the distal stem body. Therefore, it can be assumed that the pin of the distal stem sunk into the distal stem body due to the impact forces previously applied during impaction. Further, it was stated in the surgical report that the distal stem set 1 cm too high. Therefore, it may be possible that the bone preparation using reamers and rasps was not according to surgical technique or not matching with the chosen implant size. The measurements using a 3d measuring machine on the returned distal stem showed dimensions slightly out of specification, however, as the pin was first pushed into the distal stem body and then pulled out completely, the measured deviations are reasonable. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Further, the stock investigation consisting of the measurement of 1 out of 3 additional parts from the same lot 2977242, which were retrieved from the warehouse, showed that all measured dimensions were within specification. Based on the investigation, it is possible that due to the proud seating of the distal stem, extraordinary high forces were applied on the pin in order to push the distal component into the correct position within the medullary cavity. This may have pushed the pin inside the distal stem body. Nevertheless, the root cause for the proud seating and the influence of the bone condition around the stem on the reported event remains unknown. The investigation did neither identify a nonconformance nor a complaint out of box. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during surgery, after revitan curved was hit with direct impact, the bolt went deeper. So the proximal implant couldn't be installed hence the distal shaft had to be removed and replaced by a new one. Two hours of delay reported.